Event description:
It was reported that the asymptomatic patient presented in the operating room for implant. During the procedure, the right ventricular lead exhibited r-wave amplitude variation, capture issue, impedance issue, and helix deployment issue. The lead was replaced successfully. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.